Event description:
It was reported that during a uterine fibroid embolization treatment procedure, catheter removal difficulties occurred. The anatomical location being treated was a uterine firoid myoma (tumor). The renegade hiflo microcatheter was used with se particles 700-900 micrometers. Another manufacturer's 4 fr diagnostic catheter was used in the procedure. The physician wanted to take another angiographic image without the renegade catheter, so the catheter was attempted to be removed, but was stuck in the diagnostic catheter. The renegade catheter "got longer and longer and the fiber braid was able to be seen." The renegade catheter was removed together with the diagnostic catheter. The catheters were unable to be separated outside of the patient. The procedure was completed without the last desired image. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: a full dimensional inspection could not be carried out as the catheter was jammed in the guide catheter. However the following were measured and within specification: proximal outside diameter and distal outside diameter. All other dimensions which were measured were found to be within specification. A functional test could not be carried out as the catheter was jammed in the guide catheter. The catheter was returned within the guide catheter. The microcatheter was broken and the braid was exposed. The microcatheter could not be removed from the guide catheter. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as the guiding catheter and microcatheter are not compatible. The guiding catheter had an ID of 0.035in. The renegade hi flo dfu specifies that the guiding catheter that should be used should have an ID of 0.038in. As the guiding catheter and microcatheter were not compatible the microcatheter got jammed in the guiding catheter. (B)(4).

Event description:
It was reported that during a uterine fibroid embolization treatment procedure, catheter removal difficulties occurred. The anatomical location being treated was a uterine fibroid myoma (tumor). The renegade hiflo microcatheter was used with se particles 700-900 micrometers. Another manufacturer's 4 fr diagnostic catheter was used in the procedure. The physician wanted to take another angiographic image without the renegade catheter, so the catheter was attempted to be removed, but was stuck in the diagnostic catheter. The renegade catheter "got longer and longer and the fiber braid was able to be seen." The renegade catheter was removed together with the diagnostic catheter. The catheters were unable to be separated outside of the patient. The procedure was completed without the last desired image. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B)(4)